Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.